Manufacturer narrative:
The device evaluation showed the following: there was blood on the returned delivery catheter. The delivery catheter was separated at the trailing olive. The leading end (polyimide guidewire lumen with attached leading olive and the endoprosthesis) had pulled out of the trailing olive. The leading end of the catheter was not returned for evaluation. The deployment knob and attached deployment line was not in the catheter. A kink was seen on blue outer shaft of the catheter. There were material imprints from the polyimide guidewire lumen inside the trailing olive indicating that the olive had been bonded to the polyimide guidewire lumen. The findings from the evaluation are consistent with the physician¿s observation. The likely cause for the broken leading end of the catheter could not be determined with the currently available information.

Event description:
On (B)(6) 2023, the patient was treated for a zone 2 dissection of the aorta. After cannulation and near deployment of a bridge to a gore® excluder® iliac branch endoprosthesis, the gore® excluder® aaa endoprosthesis broke off of the catheter. The physician was unable to get the device back on the sheath, and after multiple attempts to snare it, the decision was made to leave the device undeployed and continue the case with another device. The second device was deployed to bridge, and the first device was pinned behind it. The patient tolerated the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.